Event description:
It was reported an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer required assistance treating the bg from their brother, who administered an insulin injection and performed a supply change. The customer continued to use the pump for insulin therapy.